Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation and investigation conclusions), h11. The reported automatic charging error was resolved by replacing the fill manifold assembly. After replacement, the unit underwent functional verification and inspection per the service manual, which confirmed that the device was performing as intended and no abnormalities remained. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of an automatic filling error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the autofill would fail. Possible cause may be component reliability. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Av.

Event description:
N/a

Manufacturer narrative:
Other contact phone number: (B)(4). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced intake manifold, and the unit was inspected in accordance with the service manual. All findings were within acceptable specifications, and the component was confirmed to be functioning properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had automatic filling error occurred during an inspection by hospital staff. There was no patient involved.